Event description:
The user's hearing performance with the device is affected. The user met with the surgeon and they decided that the device will remain implanted but not in use.

Manufacturer narrative:
Based on the received information from the field a technical device failure seems likely. Further the recipient is out of the indication criteria at two frequencies. However to determine an exact root cause, device investigation on the explanted device would be necessary. No plans for explantation are made. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected.